Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor went blank. The issue was intermittent in nature. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.